Event description:
It was reported that a pump reset occurred after the battery failed to charge, causing the date to revert to january 1, 2008. There was no reported adverse impact to the customer¿s blood glucose level. The customer manually updated the pump's date and time and confirmed that their personal profile was intact without any data errors.